Manufacturer narrative:
Device was received. A follow up report will be submitted when evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro caused smoke burns and burned a tape(sponge). No retrieval or extra incisions. They had plugged it in for five seconds and with the jaws open, the device started burning without them touching the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 08nov2019 and investigated on 18dec2019. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the hot jaw was melted, cracked and whitish in color. The silicone insulation on the hot jaw was partially torn away and peeled, exposing the metal inside portion of the hot jaw. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released and the device de-activated as intended. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as found, the reported complaints for "environmental particulates" and "self-activation or keying" are not confirmed. The analyzed failures ¿material bent/twisted" and "peeled" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro caused smoke/burns and burned a tape(sponge). No retrieval or extra incisions. They had plugged it in for five seconds and with the jaws open, the device started burning without them touching the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro caused smoke/burns and burned a tape(sponge). No retrieval or extra incisions. They had plugged it in for five seconds and with the jaws open, the device started burning without them touching the trigger. A replacement device was used to complete the procedure. The hospital did not report any patient effects.